Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and was fractured due to subclavian crush. The ra lead was inactivated and replaced. No patient complications have been reported as a result of this event.